Event description:
Facility alleges leur connection seperated from set tubing during dialysis. Occurred two hrs into dialysis. Occurred two hrs into dialysis - both arterial and venous lines. Estimated blood loss 700cc. Pt admitted to ICU for units of packed cells.